Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Cause of the impedance/connection issues was not determined. The issue has been resolved. The physician made a medical judgement to replace the entire system. The entire system was successfully replaced on (B)(6) 2024. Rep confirmed devices were discarded by customer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the 0-7 contacts were not connecting to the ins. Impedance issue was noted on contacts 0, 1, 2, 3, 3, and 8. Troubleshooting included cleaning the lead, suctioning the ins, etc. The cause is unknown at this time. No symptoms were reported. Additional information from the rep indicated that successful therapy was achieved for the patient. The lead was successfully implanted. Additional information was received from the manufacturer representative (rep). It was reported that the patient's ins and lead were replaced today. Rep stated the replacements occurred due to the patient's impedance issues and lead connection issues.